Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient information is not available for reporting. Unknown when device broke. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that three (3) self tapping locking screws were identified broken. Patient initially had an orthopedic surgery to treat a distal femur fracture on (B)(6) 2017. The patient was implanted with a locking compression plate (lcp) distal femur plate and an unknown quantity of screws. Approximately 9 months after surgery, an x-ray was performed and revealed three (3) self tapping locking screws broken. The hospital plans a pseudarthrosis surgery. Concomitant device reported: lcp distal femur plate (part, lot, unknown, quantity (1)). This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 413.332s, lot: l056822, manufacturing site: (B)(4), release to warehouse date: 12.jul.2016, expiry date 01.jul.2026. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. This implant was manufactured from forging blank 413.332.999 lot 1814006 from supplier (B)(4). Material is documented in coc from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.